Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to defective u1005 causing thermal damage to r16, r17 and r46 components on the pca board. Additionally, the c19 capacitor on the defibrillator pca was leaking fluid onto the pcbs and was overheated. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.